Event description:
According to the reporter, when the ventilator moves, the base wheels come off. The staff promptly supported the machine without causing any harm. As reported, the fallen wheel was reinstalled and secured. According to the available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient and operator. Reportedly, this event has been reported to chinese competent authorities.